Event description:
It was reported that the device was used during an endoscopic vein harvest. It was reported by the rep that the clips of the al326 were not forming properly. Another instrument was opened and used to complete the case. There was no patient consequence.